Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer emitted a burning smell while powered on. The programmer then spontaneously powered down and was unable to power back up. There was no patient involvement.

Manufacturer narrative:
Correction section h11: analysis summary: analysis was able to confirm the customer comment that the programmer emitted a burning smell while powered on and that the programmer spontaneously powered down and was unable to power back up. It was observed that the power supply emitted a smell when plugged into a power outlet and the programmer would not power on due to a non-functional power supply. Additionally it was noted that the upper and lower hinges and the upper and lower bullets were worn and the printer drawer was almost empty. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer was unable to power on, the power supply did not turn on and was defective however, it was noted that the upper and lower hinges and the upper and lower bullets were all worn and the printer drawer was almost empty. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.